Manufacturer narrative:
Upon receipt, the device was found to deliver outside of specification (low) for volumetric testing, due to a worn carriage driver, carriage inlet valves and petal cover. The worn parts were replaced. Also replaced the backup battery which was 40 months old. It is recommended that the battery be changed on a 24-month interval. The service manual indicates that the petal cover should be routinely replaced at the 6 month preventative maintenance. This device was not on a preventative maintenance program. This is the first time the device was sent in for repair/maintenance.

Event description:
The device was received by the manufacturer for repair due to battery not charging. However, upon receipt, it did not meet specifications for incoming volumetric testing. The device was not being used on a patient at the time.